Event description:
Reportedly, pt expired approx. After an implant duration of 1 month (in 2007, after an implant date of 2007), due to unk reasons. Unk if pt death is device related. No further info regarding this pt has bee received.

Manufacturer narrative:
Device not returned.